Event description:
It was reported that the system monitor kept freezing when it was in use and no data could be downloaded. A repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor could not confirm the reported event of the unit freezing when being used. The system monitor functioned as intended during analysis. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 25mar2008. The system monitor was shipped to the customer on 22may2008. The system monitor was manufactured on 08feb2008. Heartmate ii power module instructions for use revision b states if the system monitor does not function properly, contact thoratec technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.